Manufacturer narrative:
One opened box of the product code eh6459h, lot # kh8dtwq0 with 16 unopened samples of the same product code and lot number were returned for analysis. During the visual inspection of the box identified with product code eh6459h and lot # kh8dtwq0 the overwrap packet of the 16 samples contained into the open box belong to code eh6459h and lot # kh8dtwq0. The samples were open and the folder corresponding to code eh6459h and each sample contains 2 suture strands ethibond in diameter 5¿ length 70cm. The descriptions of the box for the product eh6459h, lot # kh8dtwq0 are related to ethibond excel sutures and non-needles, in diameter 5¿ and length 70 cm with 2 strands per packet. According to the samples condition all samples belong to product code eh6459h, lot number kh8dtwq0.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, it was identified that the box for product code eh6459h contained one suture peel for the code eh6373h. There were no adverse patient consequences reported.